Event description:
The customer reported the connection part (insertion section) of the subject device was deformed. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the auxiliary water supply channel port was dirty, and the nozzle was clogged with foreign material. This report is being submitted for the malfunction found during evaluation (dirt/foreign material). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed the reported device problem. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the device was mishandled or insufficiently/improperly reprocessed. Olympus will continue to monitor field performance for this device.